Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(4) 2014. A camera error appeared on the screen, and the tracking camera could not detect the tracking arrays. A reboot of the system was performed; however the camera was not able to track the arrays. The surgeon ultimately determined the proper cause of action was to convert to a total knee replacement surgery.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. Session files from the rio were reviewed and the camera connection error was observed. Shortly after the error, the session files shows that the system was restarted with a full power cycle in an attempt to resolve the issue. However, the camera issue was still occurring so the surgeon decided to convert the procedure to a total knee replacement. The rio was serviced as part of preventive maintenance (pm) shortly after the event. Several of the system tests performed during the pm check the camera connection specifically. There were no issues noted during the pm service so the system was deemed ready for use.